Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 71 mm in diameter abdominal aortic aneurysm. The proximal aorta was 32-31 mm in diameter with severe angulation of approximately 76 degree. The neck length was 11mm. The distal aorta was 39 mm in diameter. The right iliac artery was 32-14-19 mm in diameter. The left iliac artery was 17-14mm in diameter. There was moderate neck calcification and severe right and left iliac artery calcification. It was reported that during the index procedure, while dilating the distal end of bifurcated 20mm limb with a reliant balloon, the common iliac ruptured. At the area of rupture, the iliac tapered from 19mm to 14mm at the hypogastric artery. The reliant balloon was in the graft at the time if rupture. The vessel was severely calcified. The physician attempted to cover the rupture with an extension limb while using the reliant to occlude the aorta from contralateral side. The limb was deployed and let balloon down however, the patient¿s blood pressure continued to drop. The physician re-inflated the balloon and exposed the ruptured iliac. The physician checked for possibly type I proximal endoleak which the patient had, so a cuff was implanted. Type I was repaired but the patient¿s blood pressure dropped again after balloon deflated. The physician re-inflated balloon and then added an aui device to excluded the ruptured iliac. The balloon was then deflated but the patient¿s blood pressure did not improve. The physician then opened the abdomen to expose the ruptured iliac where it tore and fixed surgically. A fem-fem was also performed. The patient tolerated the procedure with no other complications. No additional clinical sequelae were reported and the patient is fine.